Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2018-08985. It was reported the patient lost the majority of the coverage to their pain pattern. As a result, surgical intervention was undertaken on (b)(64) 2018 wherein the original scs system was explanted and replaced with a new system to address the issue. Effective therapy was confirmed postoperatively thus resolving the issue.